Event description:
Flexible uteroscope has damage at the coating of the tip of the scope. Approximately a 4mm segment of the laser fiber broke off intra-operatively. The c-arm was being used during the whole case. Physician took a shot of the patient's bladder and kidney. Physician could not see the tip on the x-ray. Radiology consulted.